Event description:
It was reported to boston scientific corporation that a bsc colonic stent system was used during a procedure on (B)(6) 2013. According to the complainant, during the procedure, the "colonic prothesis was deployed too high compared to the lesion." No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Upn: the device was reported to be a bsc colonic stent system; the exact type of stent was not provided. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) stent positioning issue. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.